Event description:
Consumer reported that prior to use of an unspecified number of tampons, the string was missing. She did not use the tampons and she discarded them.

Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide a UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction. H3 other text : not returned to manufacture.